Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dyspnea. It was also reported that the right atrial (ra) lead had high impedance, showed no capture and had noise on stored episodes. The ra lead was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.